Event description:
It was reported that the dvice kept freezing up during a case. There was no injury reported.

Manufacturer narrative:
The log file was available for investigation. The service technician was not able to duplicate the reported problem. As no date of event, nor further information is known, no root cause could be determined. However, on (B)(6)2023 an vent restart entry was found. This event is logged when current automatic ventilation is restarted as the measured airway pressure exceeds the pmax limit of 10mbar. The user will not obviously notice the restart via a ventilator shutdown in case the airway pressure will recover quickly within about 400ms. The fabius alarms for airway pressure high. Plausible root causes for a high airway pressure peak are a patient movement / cough, paw-pressure hose squeezed or technical issue with the pressure sensor placed inside the control box.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. Investigation is on-going.

Event description:
It was reported that the device kept freezing up during a case. There was no injury reported.